Manufacturer narrative:
The analysis was provided to the manufacturer on 12oct2016. System analysis/service repair was performed by the distributor on 12oct2016 the reported occurrence of error 171 and 111 was not confirmed. During system analysis the system breaker suddenly turned off and it was determined that the root cause was due to faulty lps and fuse on pdb. The lps and fuse on pdb were replaced. The system was tested and verified to meet manufacturer's specifications.

Event description:
It was reported that before a bph surgical procedure at 0 joules error 171 and error 111 were noted. The console was restarted and the same errors were observed; the console could not be used. The case was completed using an alternate procedure (turp). The fiber tip was cleaned during the procedure. Patient outcome: "no injury."

Manufacturer narrative:
As previously reported: service in the field was performed on october 12, 2016. The replaced lps was received at the manufacturer on october 31, 2017.

Manufacturer narrative:
The lps disposition was completed on december 07, 2017. It was determined that the part will be scrapped following the completion of the failure analysis.

Manufacturer narrative:
Product evaluation: the replaced lps 120a, 15v, was returned to the manufacturer and failure analysis was completed. The findings were: visual inspection did not note any external damage on the laser power supply (lps). No initial functional testing was performed. An hps/xps laser power supply functional test for the power supply was attempted but could not be performed because there was a missing fuse. Functional test for the power supply couldn't be completed due to missing fuse¿. Probable root cause: based on the analysis report, the probable root cause for error 171 and error 111 could not be identified. The lps has been scrapped.

Manufacturer narrative:
(B)(4).